Event description:
It was reported that the patient underwent a single level lumbar balloon kyphoplasty. The patient was told that the cement "leaked into the spinal column". According to the report, the patient was discharged to rehab, then later readmitted to the hospital for difficulties breathing. No further information could be obtained. The type of cement used was not specified in the report.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.